Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked keypad connector (j2)on the lcd board. There was no cosmetic damage noted. (B)(4).

Event description:
The customer reported via phone call that he had his insulin pump replaced a month ago and the new pump has a keypad issue where the esc button will not clear the alarm and will get stuck. Customer stated that after 5-10 minutes, you can clear the alarm. Customer also had the same issue when he tries to bolus. Customer noticed the issue 2 weeks ago and stated that it has been happening more often. Customer stated that the pump has not been exposed to moisture and has not been dropped or bumped. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and to revert to a back-up plan.